Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high capture thresholds. A follow up with the patient's healthcare provider yielded that the lead continues to be monitored with no intervention performed for the high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.